Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60w reload was received unfired and with the pan detached at proximal end. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. No further functional testing could be performed due to the condition of the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the crumpled linear load 60 was not fitting in the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One reload was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. This complaint is being closed to trending.